Event description:
It was reported that customer is experiencing high blood glucose levels. It was also reported that the insulin pump alarmed no delivery. Customer stated that he is a brittle diabetic with kidney disease and kidney cancer. Customer also reported that he recently had a heart attack. Customer's blood glucose reading ranged from 68-484 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.